Event description:
It was reported that during an unknown procedure, the device worked properly during the firing of the first clips. At the eighth clip, the device locked. The surgeon applied strength on the device and he was able to restart it, but the clip was fired with an incorrect form. The procedure was finished by using a new device. At the end of the procedure, the instrumentalist disinfected the device and he tried to reuse the ligaclip. The clip was fired properly. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the mcl20 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.